Event description:
It was reported that the user received and attempted to use a libre 3 sensor instead of the prescribed libre 3 plus sensor, which was incompatible with the ilet and could not pair. Symptoms included no adverse clinical effects. Outcomes included uninterrupted insulin delivery after the user was instructed to enter blood glucose values manually every four hours to enable bg-run mode for continued therapy. Investigation included review of product compatibility and user guidance. Investigation of this case revealed that the observed issue was due to use of an incompatible continuous glucose monitoring sensor and not a malfunction of the ilet system. It was concluded, based on previously established findings for similar reports, that the cause was user device selection error related to incompatible third-party sensor use.